Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and additional surgery due to recurrent hernia; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2002, patient underwent surgery for repair of an incisional hernia. As alleged, a bard/davol perfix plug, was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2009, patient underwent an additional surgery to repair the recurrent incisional hernia, where further mesh was implanted. The patient was injured severely and permanently. As reported, patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As reported, patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective perfix plug.